Event description:
It was reported that following ipg replacement procedure, patient's both the leads have high impedances. Post operatively, patient does not have effective therapy. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.